Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
During insertion, a piece of the introducer broke in the subq-tissue. Doctor was able to remove the piece without incident.